Event description:
It was reported that the patient¿s stimulation was not strong enough in their legs. The patient had knee pain this afternoon. Upon synching, the patient felt no stimulation. The stimulation was turned up and all programs on group a were turned up and the patient felt stimulation then. The patient was in behavioral unit of a hospital and wasn¿t proficient with the mystim use. The patient later reported a loss of therapeutic effect. The stimulation was not relieving the pain enough. The patient noted that it was not shutting off at night and not coming on in the morning and meant that the settings were not working for their condition as expected. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).